Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the set screw and plunger pin broke off. Disassembly/cleaning process and/or heavy usage may be contributing factors. The date code a0910 indicates the instrument was manufactured in (B)(6) 2010. Review of the as400 found this product code is obsolete. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring loaded stop button is missing causing the handle to not work properly.